Event description:
During a premature ventricular contraction (pvc) ablation procedure, an unidentified "fibrous tendril" was seen in the right atrium and ventricle on ice. After completing the procedure, the sheath was removed, and it was noted that attached to the end of the sheath was a long strand of what appeared to be plastic. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. One strip of delaminated jacket liner was returned with the sheath. The ¿fibrous tendril¿ returned with the device was confirmed to be a portion of the sheath jacket lining. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination remains unknown.